Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed that the pump successfully primed and flowed within specification. The unit flowed at 93% efficiency. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions in order to report underinfusion volume discrepancies. The patient was seen for a refill, and an underinfusion volume discrepancy was observed. The expected volume was 10.431ml and the actual returned volume was 20ml. At another refill appointment, a second volume discrepancy was observed. The expected volume was 7.440ml and the returned volume was 20ml. Agent stated that a cap study was performed that showed that the catheter was patent and that the system was primed under fluoroscopy, in which the dye was seen leaving the catheter. The patient complained of increased pain. Pump was later explanted.